Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 co2 connection on the btt come off. A replacement btt from accessory pack was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 co2 connection on the btt come off. A replacement btt from accessory pack was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. The co2 insufflation tube with the port and one way valve was missing from its original position on the btt. The missing component was not returned to the factory. As a result, a complete evaluation cannot be performed. However, based on the condition of the device as found, the reported failure mode ¿detachment of device or device component¿ was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 co2 connection on the btt come off. A replacement btt from accessory pack was used to complete the procedure. The hospital did not report any patient effects.